Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press, less responsive and sometimes had to press buttons twice. The customer¿s blood glucose level was unknown. The insulin pump had slower rewind and louder rewind. The motor makes grinding noise. The insulin pump will not be returned for analysis.